Event description:
The unit was returned for unrelated service. The unit was reportedly alarming and there was no patient harm. During service, the unit failed final testing and was sent to engineering for investigation. Engineering determined that the unit had thermal damage to the pca causing the unit's alarm to not function. The pca was replaced to correct the problem. The pca is currently under investigation.